Event description:
It was reported that a flogard infusion pump experienced battery failure. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.